Manufacturer narrative:
The patient's lifevest was not returned for evaluation.biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's son reported that the patient had an open, oozing sore under the front right ECG electrode. During a follow-up a distributor representative visited the patient and reported that the open wound was under the garment and not under an electrode at that time. The patient was provided with gauze pads to place over the wound. There is no information to suggest the patient received medical intervention. The final medical outcome of the sore is unknown. No alleged device deficiency.